Manufacturer narrative:
The reported issue that the device alarmed "near end infusion" immediately after the clinician pressed the "start" button to run a 27 ml normal saline bolus through the pump to infuse over a 20 minute period could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however a device malfunction was not alleged or is believed to have occurred. The customer reported the infusion had successfully completed and that the data set was under review for updating to address the issue reported, and further investigation by bd was not warranted. No device history or qn search was performed since no source device serial number was reported by the customer. It was reported the device was in use for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that the device alarmed "near end infusion" immediately after the clinician pressed the "start" button to run a 27 ml normal saline bolus through the pump to infuse over a 20 minute period. The infusion was administered. The near end of infusion alarm was set at 15 min for syringe modules in (B)(6). Although requested, additional information was not provided.